Event description:
It was reported that a sensing anomaly was observed. The pt rec'd inappropriate shocks due to suspected insulation break.

Manufacturer narrative:
The report in its entirety was completed solely by st. Jude medical, inc., crmd.